Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: b5, g1.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It was also reported that the patient was switched to another iabp unit to perform therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the drive manifold was failing all manifold tests. The fse resolved the reported issue by replacing the drive manifold. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It was also reported that the patient was switched to another iabp unit to perform therapy. Additionally and unrelated, the unit also had a printer issue and was inoperable. No patient harm, serious injury or adverse event was reported.